Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited a red call doctor icon, a shock impedance out of range alert had been recorded. This crt-d system remains in service. No adverse patient effects were reported.